Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the printer issue. A field service engineer configured the application. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe unable to print. The customer stated that the malfunction was occurred when they trying to issue medication to patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.